Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Analysis inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per procedure as follows: reservoir filled with diluent and connected to a new infusion set. Analysis installed reservoir and connector into a pump. Conclusion: reservoir does not leak.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 520mg/dl. The customer was treated with IV and shots. The customer was not wearing the insulin pump during the hospitalization but for less than forty eight hours. Customer declined to troubleshoot for high blood glucose. Customer stated that when they took reservoir out, it was wet so they were assisted with pump exposed to fluid troubleshooting. Customer was advised to replace reservoir. The reservoir was returned for analysis.